Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a challenger. According to the complaint description the magazine came off during surgery. During laparoscopic hepatectomy, when the clip was driven into the blood vessel, the clip magazine came off and the clip was no longer released from the applier. Although details are unknown, the applier finally came off the clip and could be removed from the patient's body. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Involved components: pl574t - challenger ti-p sm-ligat.clips 12 cartr. Pl520r - challenger ti-p handle.